Event description:
The user is reporting that the device repeatedly gave the "analyzing, do not the patient" voice prompt and did not progress past that prompt during a patient use event. A second defibrillator was used when the als team arrived. The patient outcome is unknown.

Manufacturer narrative:
(B)(4).